Event description:
The caregiver was in process of lifting the patient with a floor lift. The caregiver had the sling in place and the hanger bar in position to snap the sling onto the hanger bar. The lift then lowered downward on its own where the jib hit the caregiver on the head and the hanger bumped the resident. Ref # 9611530-2014-00013.